Manufacturer narrative:
Pump passed displacement test and self test. The motor arm cannot communicate with the main arm and hardware low level failures confirmed in the pump history file due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 141 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.